Manufacturer narrative:
Radiographic image review states, that the lateral xray at c3 - t1 shows posterior fusion screws in c34, c7t1 and 2 panel x-ray shows left antero-posterior right lateral, the sent screw is out of the tulip on one side at c3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c3-th1 posterior fixation therapy for c5/6 fracture. It was reported that the set screw detached two weeks after surgery without causing symptoms. Subsequent monitoring revealed two additional dislodgements, leading to a planned repeat surgery (on (B)(6) 2025). The physician attributed the issue to a product defect, not misuse. There was no patient symptom reported. There were no further complications reported regarding the event. Re-operation for replacing the rod and set screw was performed. Even the part where the set screw was not loosened could be removed easily (without applying more force than usual). Reoperation was performed due to set screw dislodgement after the initial surgery of (B)(6) 2025. Additional information was received from the manufacturer representative that there were totally 8 products were involved in this event.

Manufacturer narrative:
H3: product analysis of product:g3600215, lot:h6040083 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. E1: first name and last name of initial reporter is unknown. B2: outcome attributed to adverse event is additional surgery due to instrument malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.